Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, the customer changed the infusion set and resumed insulin delivery. Additionally, the customer reported receiving a power source alert when the pump was not plugged into a power source. The customer declined to perform troubleshooting. Blood glucose level was 281 mg/dl.